Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during a procedure on (B)(6) 2013. According to the complainant, during the case, the injection gold probe device did not activate. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.